Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip intact and not broken off as reported by the customer. However, the hand activations contacts were noted to be bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob not rotate freely. The device was then functionally tested on the gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display alert screens or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.

Event description:
It was reported that during a laparoscopic hysterectomy, the blade broke off inside the patient. They were able to retrieve the blade through the trocar and then replaced the instrument to complete the procedure with no patient consequence.